Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net with non-sustained right ventricular oversensing episodes. Upon reviewing the store electrocardiogram, the implantable cardioverter defibrillator exhibited post-paced t-wave oversensing. The programming changes have been discussed but have not been performed yet.

Event description:
New information on (B)(6) 2017 stated that the patient presented in the clinic for the routine follow up. The device was reprogrammed and no more oversensing episodes were observed. The patient was stable and would continue to be monitored.